Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Vyaire determined that manufacturing personnel may be related with the reported defect since it was registered that new personnel was working on the line at the time the fg part number sft2699 was being manufactured. This bring us that new personnel may not have followed correctly the procedure according to spm 001309 etal on how to properly assembly the fg sft2699, however is and isolated case since we have not received any complaints about this issue in the past. In addition, pfmea-14a-005 was reviewed and we have controls for this type of issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the sft2699 cannula soft adult w/u-con 7ft tb 50/cs cannula is looped so the patient just breathes in their own air. There is no information on the patient outcome.